Event description:
Following a diagnostic catheterization in 2002, a vasoseal es was deployed. The patient continued to have pain at the groin site. The patient had a 3 cm hematoma with a positive bruit at the site with ecchymosis to the ankle. The patient was brought back to the hospital for surgery. An incision and drainage was performed on the puncture site. Collagen and pus were observed at the puncture site. The patient was discharged home and no further complications were reported.